Manufacturer narrative:
Beginning 05/31/2012, united states and canadian customers were sent an urgent pt safety advisory informing them of the need for proper care and preventive maintenance of their zimmer skin graft mesher. Customers were informed that improperly maintained instruments may cause donor site injuries or result in damage to the graft. Customers were requested to contact zimmer to schedule maintenance for the device is accordance with the instructions for use. The device was returned to the MFR for repair and evaluation. The service record indicates that the device was manufactured on 07/16/2011 and was last repaired on (B)(4) /2012 for a non-related issue. Evaluation of the device verified that the comb was bent. Rotation of the ratchet gear in both the clockwise and counterclockwise directions was observed, and the right end of the roller was excessively gnarled. Additionally, the roller gear had its gear teeth galled and there was wear to the shoulder bolts. It was also observed that the latching pins, ball detents and screws were missing. Prior to repair, a test mesh and calibration check could not be performed due to the damaged comb. The improper handling by the user and lack of preventive maintenance was most likely the cause for the bent comb and malfunctioning ratchet. Additionally, improper handling and lack of preventive maintenance most likely caused the damage to the roller and roller gear, and shoulder bolts. The device was serviced and returned to the customer.

Event description:
It was reported that the zimmer skin graft mesher had a bent comb and the ratchet needed repaired. No additional clinical info was received prior to this report. A follow up medwatch will be submitted if additional clinical info is received.